Manufacturer narrative:
(B) (4). The incident sample was not returned for evaluation therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The customer reported that during the pre-operation check, everything checked out ok. However, right after the radio frequency ablation procedure started, a leak occurred from between the needle electrode and its grip. Another needle electrode was used. The patient is ok.